Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode failed a hipot test. The failure was caused by a cracked trunk cable connector. The red (can h) wire inside the connector was cut. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damage connector and wire. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing electrode belt sn (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.